Manufacturer narrative:
Device name: spectrum antibiotic-impregnated triple lumen silicone central venous/hyperalimentation catheter set. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that in the same week on 6 separate occasions, the extension portion of the catheter ballooned when flushing through the blue lumen. The catheter was removed and another catheter was used. No part of the device was left in the patient, and there were no injuries or additional procedures.